Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient's implantable cardiac monitor (icm) was protruding half-way out of the patient's breast tissue. The patient removed the icm and returned the device to the clinic. No patient complications have been reported as a result of this event.